Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/18/2014 with the following findings: the batter life issue could not be duplicated. A review of the pump¿s black box data and alarm history revealed evidence of a partially discharged battery installed. The pump powers on with the returned battery cap, and the cap fully secured onto the pump. The current draws measured within specifications. The pump was opened and no evidence of moisture or loose components found inside the pump. Unrelated to the initial complaint, the display screen was dim and discolored and the battery compartment was cracked.